Event description:
It was reported that during surgery, the surgeon converted to cr due to it was not happy with the patient's ligament stability. No additional details were provided, and no more information is available at this moment.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded that no clinical information has been provided to perform a thorough medical investigation. Should any additional medical information be provided this complaint will be re-assessed. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened.